Manufacturer narrative:
Analysis of the returned device shows that only "two white "spaghetti" with blood on it in a syringe was received. Lot number cannot be confirmed, because not on the device. Functional analysis cannot be performed. Visual analysis does not confirm, nor denies the reported complaint. Based on the information provided and on the fact that analysis does not allow the analyst to confirm or deny the reported event, the complaint is not confirmed."

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure; an unknown time post-operatively, the patient returned to the hospital and underwent open heart surgery to remove 'foreign material off the patient's heart". No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that the surface of the longer fragment of returned material was scraped using a clean, uncoated razor blade in order to remove any proteinaceous contamination from the surface. The newly exposed area was immediately analyzed using atr-ir spectroscopy. The control material was received in sterile packaging in two parts, a powder and a liquid component. The liquid was added to the solid and mixed in a plastic beaker. The mixture was stirred continuously using the wood end of a swab until the doughy state was achieved. The beaker was then allowed to sit overnight. The following day a cross section of the material was exposed and analyzed using atr-ir. The atr-ir spectrum from the material located in the patient's heart was consistent with the spectrum of known kyphoplasty cement. The intensities of the lower frequency bands (approx 1400 cm-1 and lower) were slightly different between the two samples, but the band positions were consistent. The lower frequency band intensities were observed to change with sampling depth, which may have been due to hand mixing and a long, static dry time. The material extracted from a patient's heart was shown to be chemically consistent with kyphoplasty cement.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
MDR # 2953769-2012-00091 was originally reported for this patient/event. MDR # 2953769-2012-00171 was then reported. It has now been confirmed that these are duplicates.